Event description:
Spontaneous report. Pts caregiver reporting that today infusion day 2 and 1/4 medication left in the bag but pump alerting wouldn't start. No message can be seen on the screen to "troubleshoot". Home health nurse will continue via gravity. Rph authorizes the re-ship early am next day. Frequency: infuse 40gm (400ml) intravenously daily for 4 days every 2 weeks. Patient did not miss a dose or have any adverse event due to pump malfunction. A pump return box was sent to patient. Reported to (B)(6) by pt/caregiver.